Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and rupture was received on (B)(6) 2024, with lot number 2012569. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. As per the investigation procedures creases, wear abrasion, particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side suspected device rupture. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side suspected device rupture. The device has been explanted.